Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that the patient faced infusion set tubing detached from hub, which cause the patient blood glucose elevated from 270 to 324 mg/dl. The infusion set was in use for few hours. The patient replaced infusion set and resumed insulin successfully. No further information available.